Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient said she woke up and her stimulator was turned off and she went to sleep with it turned on. The battery was not low. The rep had the patient make sure she completely locks her controller when she is done using it from now on and to let them know if the issue happens again and they can run further testing. No factors were said to have led to the issue. The issue was reported to be resolved. No further complications were reported.